Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements, noise and loss of capture. This lead was confirmed to have insulation damage, a conductor fracture due to subclavian crush. This lead was subsequently surgically abandoned and not expected to be returned. No additional adverse patient effects were reported.